Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were feeling ill and vomiting on (B)(6) 2015. The customer reported their blood glucose rose to 1200 mg/dl. The customer was hospitalized for the incident. The customer stated their blood glucose was corrected by being administered insulin every hour. The customer was wearing the insulin pump during the hospitalization. Customer's current blood glucose was 189 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.